Event description:
It was reported that the patient presented in-hospital due to syncope. Increased pacing lead impedance and high capture threshold were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.